Event description:
Cause of death information obtained again from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2012 and the patient's cause of death was other and unspecified convulsions which had already been reported on prior MDR reports. A sudep (sudden unexpected death in epilepsy) evaluation was performed by external experts which determined that the death met the criteria for classification of possible sudep.

Event description:
Information received via cdc national death index revealed that the cause of death was ¿other¿ and ¿unspecified convulsions.¿ the patient¿s physician¿s office did not have additional information to provide as they were unaware of the patient¿s passing. Additional information received from the county coroner¿s office revealed that the per the death certificate, the cause of death was only listed as seizure disorder. The autopsy report listed contributing factors of morbid obesity and other problems related to that condition. There was no mention of vns in the autopsy report. The toxicology report came back negative. The patient was said to be found face down on the floor at her home. Per the medical examiner, the death was attributed to seizure disorder with morbid obesity and complications thereof listed as significant factors contributing to the patient¿s death. An internal sudep evaluation revealed that the death was unlikely sudep as the patient was not in a reasonable state of health.

Event description:
It was reported that the vns patient passed away. The cause of death and relationship of the death to vns is unknown. No additional relevant information has been received to date.